Event description:
A 3.0mm diameter x 18mm length ave micro stent ii was inserted into the right coronary artery. It was not possible to cross the target lesion, therefore, the stent end delivery system were pulled back, and the stent dislodged from the stent delivery system. The physician did not follow the instructions for removal of an undeployed stent. The physician inserted a snare device and recorded the snared stent on film, however, upon removal of the snare from the pt, there was no stent on the snare. The stent remains within the pt's vasculature, the exact location is not known. There was no add'l clincial sequelae reported relative to the event.